Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 390.005, synthes lot # h435189, supplier lot # n/a, release to warehouse date: august 21, 2017, manufacturing location: brandywine, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the lrg ex-fix combination clamp mr-cond (p/n: 390.005 & lot #: h435189) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that no issues were identified with the returned device. Functional test: the functional test cannot be performed as the ability of clamping cannot be performed in absence of the mating device. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed large combination clamp, mr conditional. Complaint confirmed? No. Investigation conclusion the complaint condition cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure, as the surgeon was applying an external fixation frame, a clamp that had clearly been reprocessed by medline, was found to be malfunctioning and wouldn't tighten. It was set aside for a formal complaint and not used. The clamp was set aside for further examination. Procedure was successfully completed without any surgical delay. This report is for one (1) lrg ex-fix combination clamp mr-cond. This is report 1 of 1 for complaint (B)(4).